Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarms during basic occlusion test due to faulty force sensor system. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The pump was received with broken reservoir tube lip, cracked case at lcd window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 321 mg/dl. The customer stated that the motor error occurred during rewind. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the drive support cap was not damaged. The customer stated that the motor error occurred 3 times in the last 30 days. The customer will return the pump for analysis.